Event description:
A failure of the taper connection between stem and femoral component was reported.

Event description:
A failure of the taper connection between stem and femoral component was reported.